Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, too much forward pressure was placed on the guide wire following deployment causing the valve to dislodge from a depth of 5 mm on the non-coronary cusp (ncc) and left coronary cusp (lcc) to 12 mm on the ncc and lcc. Subsequently, severe paravalvular leak (pvl) was observed. A second valve was implanted in the patient to resolve the issue. Following placement of the second valve, the pvl was reduced to mild.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-29 (serial: unknown); product type: 0195-heart valves; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, too much forward pressure was placed on the guide wire following deployment causing the valve to dislodge from a depth of 5 mm on the non-coronary cusp (ncc) and left coronary cusp (lcc) to 12 mm on the ncc and lcc. Subsequently, severe paravalvular leak (pvl) was observed. A second valve was implanted in the patient to resolve the issue. Following placement of the second valve, the pvl was reduced to mild. Additional information was received that the deployment starting point was at the bottom of the pigtail catheter and the direction of the dislodgement was ventricular. A non-medtronic (amplatz super stiff) guidewire was used for the procedure.